Event description:
Covidien received a report of the following "on (B)(6) 2012 the concerning trach tube was going to be intubated on a patient at home for the replacement with the former one. When the suction catheter was inserted in the depth of 4cm the customer found a difficulty to let it go deeper into the trach. As such a problem hadn't been solved for the next three days, a patient visit the emergency department on (B)(6) 2012 to replace it with another new one. No patient harm."

Manufacturer narrative:
The customer indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If the sample is returned and significant information is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.